Manufacturer narrative:
Product evaluation could not verify the failure mode due to condition of product. Opened product was damaged, possibly due to insufficient return packaging. Unopened product performed as intended. A review of the complaint database revealed no other complaints have been submitted against lot w1572. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Report 1 of 2 see 1920664-2018-00094.

Manufacturer narrative:
Evaluation completed. Fifty-nine sealed and one opened se5627b pouches from lot w1572 were returned. The expiration dates on the labels was (B)(6) 2019. The sample that was received in an opened condition was missing the tip protector. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The connectors were inspected and no defects were noted. Functional testing was performed using a stellaris elite system. The cutter cut intermittently. Manufacturing and sterilization records were reviewed and found to be acceptable. Further investigation is underway.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter worked only intermittently during the very beginning of the surgery and then stopped cutting. They switched to new cutter with a new lot number and it worked very well. Additional information: the cutter continued to aspirate while the cutter stopped cutting. The surgery was completed with no impact to the patient.